Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not form clips. Another device was opened and the procedure completed without consequence to the patient.